Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the reported "upstream occlusion error" which was not reproduced. Multiple upstream occlusion messages were present in the event history log. The ultrasonic sensor was found to have low ultrasonic readings with a fluid filled set caused by a failed ultrasonic sensor. Low ultrasonic readings would make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had an "upstream occlusion error". It was also reported there was no pt injury.